Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information from the user facility states the picture cable was malfunctioning. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
The device was returned for evaluation. The customer¿s complaint of ¿cable issue" was confirmed. The picture in picture (pip) cable connector was found damaged and could not be connected. The device was found to have out dated software version (B)(4). The device was equipped with a new type switch, minor corrosion on rear panel and front panel not affecting functionality. The device¿s video connector was in normal condition. The device passed electrical leak test and all functional tests. All video output signals tested were normal. The customer declined software upgrade. The device was repaired and the cable was replaced. The device has been returned to the customer. The instruction manual warns states ¿do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center. The cables should not be sharply bent, pulled, twisted or crushed. Cable damage can result.¿

Event description:
The service center was informed that during preparation for use, the user noted an issue with the device cable. There was no patient involvement reported.